Manufacturer narrative:
The device was returned for evaluation and the customers allegations were not confirmed. It was noted that focus and zoom adjustment were not possible when the focus and zoom switches were pressed. Focus and zoom adjustment were functional through the processor and keyboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported to olympus that the hd autoclavable camera head had an e226 error (scope communication error) and no image was displayed. This was found during precheck inspection prior to a pediatric surgery procedure. The procedure was completed using a similar product. There were no reports of patient harm associated with the event. It was noted that there were no issues connecting to a different camera head. The customer speculated that the camera head was defective.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced. We surmised that e226 error temporarily occurred because communication failure occurred due to dust or dirt temporarily adhered to the electrical contacts of the connector. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.